Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that this complaint reports an unspecified post-operative condition. No clinical information has been provided. However the two x-rays provided were analyzed. A review of the x-ray revealed,¿ there is a large cement mantel around the stem. And there appears to be loosening of the stem with radiolucency, and stress shielding of the greater trochanter.¿ however, the root cause of the reported condition cannot be determined due to the lack of clinical information. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Revision surgery performed.